Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the infusion set needle was missing. The customer's blood glucose was 170 mg/dl the time of incident. The customer stated that he attempted an insertion and when he removed the insertion needle he saw that there was no needle. The customer thought that the needle was still in his body. The insertion site was in the abdomen. The customer did not wish to remove the needle and he would keep an eye on his blood glucose. The device was not returned for analysis.